Event description:
During a uterine artery embolization a machine malfunctioned and manual pressure had to be applied to stop arterial bleeding. After the failed surgery, the patient had blood clots in the left lung, right leg, and was anemic. The patient was hospitalized for six days and put on coumadin for six months. The patient's fibroids persist since the surgery. The patient's fibroids were measured in 2001 and were still found to be quite large. The patient's menstrual cycle is irregular, the patient bleeds every day. It has been recommended that the patient have a hysterectomy.